Event description:
The anti-backout screw broke at the predetermined breaking point, but the thread of the anti-backout screw also broke off and got stuck in the plate flush lag. The surgeon decided to leave the cage in the patient without the antibackout screw.

Manufacturer narrative:
Batch review performed on 19 april 2024 lot 2023290: (B)(4) items manufactured and released on 08-jun-2021. Expiration date: 2026-05-11. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported event during the period of review. Preliminary analysis performed by r&d project manager. The antibackout screw ((B)(4)) unexpectedly broke in the thread area. The device is designed to have a broken point between the screw head and the shaft used to handle the implant: during the insertion the surgeon keeps on screwing the implant and the shaft is detached from the screw. According to the pictures received the screw is correctly detached from the shaft but it is also broken under the screw head, in the thread area. From the information received it is not possible to clearly identify the root cause of this complaint.

Manufacturer narrative:
Visual inspection performed by r&d project manager: the acdf antibackout screw is broken in two different points: one breakage point is correctly located in the shaft connection area while the second breakage point is where the thread begins, under the screw head. The antibackout screw is designed to have a desired breakage point where the shaft ends. The shaft should break when the screw is fully seated in the acdf lag plate and the screw should not break in the thread area. Considering the information available it is not possible to clearly identify the root cause of the complaint. Information reported in this follow up: piece returned on 16 may 2024. Visual inspection of the device.